Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, it was reported that the esg-100 electrosurgical unit was inspected and tested at the user facility, after the procedure, and was found to be functioning correctly. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The esg-100 electrosurgical unit was not yet returned to olympus for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic gastric endoscopic submucosal dissection (esd) procedure at unknown date, the high-frequency output of the esg-100 electrosurgical unit could not be activated. As a result, the physician was unable to remove the patient's tissue by using a snare. In addition, after replacing the unspecified snare, the malfunction of the esg-100 electrosurgical unit persisted. No further information was provided but it was reported that the patient developed a pulmonary edema on the day after the procedure. However, neither the cause of this complication is known, nor if the malfunction of the esg-100 electrosurgical unit contributed to it. The patient's current condition and outcome is not known either.